Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The tibial tray grit blast surface has no visible bone cement attachment which indicates possible loosening of the tibial tray component. There was also burnishing on the proximal and distal surfaces of the tibial tray likely due to motion between the tray and the surrounding fixation surface. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by bony debris or bone cement in the articular space. There was damage to the distal portion of the tibial insert that was likely incurred during explantation. There was burnishing to the post higher than would be expected during normal function of the knee prosthesis. This could indicate a degree of laxity in the joint. Damage was observed on the proximal surface of the post which supports the complaint of dislocation. The exact causes of the reported dislocation could not be ascertained from the analysis. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.